Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the battery compartment was damaged and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/4/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings:. The battery compartment is cracked on the side at the threads & cracked above & below the bumper pad. Corrosion observed inside battery compartment. Battery cap was not returned with the pump. A new test battery cap is able to carefully attach to the pump & power it up.. The pump history shows no evidence of short battery life. Current draws measured within specification. A battery life issue was not duplicated during testing. Leak test fails with battery compartment leak. Removed the pump cover; no further evidence of internal moisture was found. No damage to the power circuit or battery flex was observed.